Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 460 mg/dl at the time of incident. Customer's blood glucose went down to 328 mg/dl. The customer had soreness across back and shoulder. The customer treated high blood glucose with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer report did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.